Event description:
Event: patient death. Case details: the graft was successfully implanted. Upon device removal the patient's blood pressure dropped. The groin incision was extended proximally to locate the source of the blood loss. Then an angiogram was performed which showed an extravasation distal to the graft in the external iliac artery. The patient subsequently expired.